Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and reservoir replaced due to ballooning of the cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and passed the leakage test. The first cylinder was visually inspected, and leak tested. The cylinder had wear at a fold in the middle of the cylinder but passed leakage test. The second cylinder was visually inspected, and leak tested. The second the cylinder had wear at a fold in the cylinder body. The cylinder had a bulge in the middle of the cylinder. Based on the information available and analysis results, the reported allegation of a cylinder bulge was able to be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and reservoir replaced due to ballooning of the cylinder. No patient complications were reported.